Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Event description:
It was reported that the ht70 ventilator had a bad battery. Patient involvement information was not provided by the customer. The service engineer (se) replaced the coin cell battery. The ventilator was tested and checked to be running normally.